Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope was returned to the service center with a report of connector to scope came loss water damage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device glue around pink rubber is cracking off and missing ke-45 (single component) on light guide cover was found. There was no patient involvement.